Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The noise was not constantly reproducible. The sensitivity of the rv lead was increased, which resolved the over-sensing. The rv lead will continue to be monitored and reassessed to determine if replacement is required. The patient remained in stable condition.